Event description:
It was reported that the pump exhibited error code 46440. No patient injury was reported.

Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the device was used and not in its original packaging. The tamper seal was broken. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. Error "46440" code was found in the device information folder with multiple high alarm "downstream and upstream occlusion" messages in the device's event history logs. The reported issue was due to a defective occlusion sensor. As a result, the occlusion sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown.